Manufacturer narrative:
(B)(4).

Event description:
The inner cannula protrudes from the outer cannula at the distal end by 1 to 2 mm for both received samples. These have both been ordered as samples, they have not been used on patients. Related report for 1st of 2 samples is referenced on our report 2936999-2016-00395.